Event description:
Error message kept coming up, happened earlier in the day, that footswitch was not connected. Machine taken to clinical engineering before case started because message came up when priming. Device returned to clinical engineering, fixed on site.